Manufacturer narrative:
The only information provided for the device is (B)(6). This is an invalid serial number, and no device information is available. Product brand name -philips CPAP device with an FDA product code of bzd, and common device name- ventilator, non-continuous (respirator) has been used as a substitute for the unknown information. H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received information from philips legal regarding litigation. The information received alleges death occurred. No other information is available at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.